Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the needed to reset to auto login. The field service engineer reconfigured the station for automatic login and verified that all security settings were properly installed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the station displayed a blue screen and prompted for a password. The customer reported that the malfunction arose when a user attempted to dispense medication to a patient, resulting in a delay of approximately one hour, which impacted patient care. There were no adverse events or injuries reported based on this incident.